Manufacturer narrative:
Damaged blade. Evaluation summary: the analysis results found that the device was returned with the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. The analysis results found that the device was returned with b form imbedded on the blade, scratched and cracked. An error code 5 was produced during functional testing. Due to the damage to the blade, it was confirmed that the device was non-functional. During the analysis process, the blade was tested for scratches and cracks and the blade further broke off. Additionally it was noted that a b form staple was imbedded in the tissue pad and blade. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap gastric bypass procedure, the device stopped working. A new device was used to complete the procedure. There was no adverse pt consequences reported.